Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had experienced a previously unreported neurologic devastation. The patient had gone into respiratory arrest on (B)(6) 2015 which led to anoxic brain injury. It was reported that there were no alarms during the code. The patient also experienced a previously unreported driveline infection that became resistant to multiple antibiotics. Blood cultures were positive since (B)(6) 2015 and on (B)(6) 2016, driveline cultures were found to be positive for the same organism. Due to futility, care was withdrawn and the patient expired on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the report of an anoxic brain injury due to respiratory arrest and infection could not be conclusively determined. Respiratory failure, neurological dysfunction and driveline infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.